Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient's husband (since patient was unable recall the event) on (B)(6) 2011 and obtained the following information: the patient tests her blood glucose four times a day and manages her diabetes with humulin (only taking the insulin when blood glucose result with subject meter is over "90mg/dl"). The patient's husband corrected and clarified that the alleged issue began on (B)(6) 2011 at 3am, and that the subject meter was reading inaccurately high compared to the emergency medical service's (ems) meter (that was taken three hours later). On the evening of february 20, 2011 the patient's husband indicated the patient obtained a reading in the "200's" with the subject meter, self administered an unknown dose of insulin, and went to bed. Just prior to the alleged issue, the patient's husband stated the patient was experiencing symptoms of "dizziness and not feeling well". The patient tested her blood glucose (at 3am) with the subject meter and obtained a reading of "122mg/dl"; the patient reportedly did not take any action in response to the reading. One hour later and still experiencing the same symptoms, the patient retested her blood glucose (with the subject meter) and obtained a reading of "73mg/dl"; the patient immediately administered self-treatment by consuming candy and drinking orange juice. Three hours after the alleged issue began the patient's husband stated he contacted the ems because the patient's symptoms had not improved. The patient reportedly obtained a blood glucose result of "38mg/dl" with the ems's meter, was immediately administered "a tube of glucose", and transported to the emergency room (ER).during the patient's time in the ER, the patient obtained a reading of "148 mg/dl" with the ER meter (time not known) and was administered additional treatment of "sugar water". The patient was reportedly kept overnight for observation and released the following morning on (B)(6) 2011. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient's husband claims the patient obtained an inaccurate high reading on the subject meter; however, the patient was reportedly treated by an hcp for sever hypoglycemia and was allegedly hospitalized after the alleged issue began.